Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment containing crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Engineering also observed that the cable crimp had slipped out the grip. No other damage found.

Event description:
It was reported that during a da vinci s surgical procedure, it was noted that one part of wire had been loosened on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.